Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 on patient's mother behalf and claimed that on (B)(6) 2015 the patient experienced out of range. The foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).